Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. It was reported that the display was yellow and gradually fading for several months. The reporter stated that it was progressively getting worse over time. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 09/30/2013 with the following findings: the pump booted to the verify screen with a dim pink contrast. The dimmed display screen was replaced with a new screen for testing. Once completed, the contrast returned to normal.